Event description:
The head portion of the electric hospital bed allegedly collapsed. Undetermined injury alleged.

Event description:
The head portion of the electric hospital bed allegedly collapsed. Undetermined injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model is unknown, serial number/date code is unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
Initial (B)(4) issued mfg report #1525712-2012-00340 with an unknown bed. The bed has been identified as a pro basics e0260. The alleged malfunction has been stated as a cotter pin falling out. No additional details have been reported with regards to injury. No RMA has been initiated for this issue. Model is unknown, serial number/date code is unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.